Event description:
MFR. Reference report: 3006705815-2019-01061.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 3006705815-2019-01061. It was reported that the patient's leads had migrated due to a fall and as a result therapy became inadequate. The leads were explanted and replaced on (B)(6) 2019. The patient has effective stimulation post operatively.